Manufacturer narrative:
The device alarmed button error and there was no button response due to moisture damage on the keypad. The unit could not perform the displacement test due to a keypad anomaly. The unit had a minor scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer called into a button error alarm and a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 70 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.